Manufacturer narrative:
The device is not available for evaluation, and the investigation is currently ongoing.

Event description:
An event was reported involving a microclave device. A line change was performed on the patient at the start of the night shift. Subsequently, it was observed that the microclave attached to the white lumen of the central venous catheter (cvc) was leaking. Upon further inspection, the microclave was found to be cracked. Additionally, the inner spongy (silicone) material was missing. The leakage appeared to originate from the midpoint of the device, where two components are bonded together. Although the silicone seal was confirmed to be missing, the leakage was not occurring at that specific location. The microclave cap had been placed on 14 may at 22:00 and the issue (leakage/crack) was identified on 15 may at 04:00, indicating approximately 6 hours of use. At the time, an IV infusion of 0.45 ns with heparin was running at 1 ml/hour, and no IV medications were administered during this period. The affected line was replaced, and a new line change was performed. This event involved a patient; however, no patient harm was reported.